Event description:
The pt reported that she had severe side effects from prialt. The pt was dizzy, had permanent memory loss, was slurring, and could not be woken. She was taken to the ER. The pt stated that during this timeframe, she was diagnosed with low thyroid and "round worm." The pt said her hcp emptied the pump and filled it with saline in 2007. The pt planned to have the pump explanted. The pt reported that she was currently at home and that her status was good. She stated that the low reservoir alarm on the pump was now alarming and she wanted it turned off. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.